Event description:
Procedure performed: laparoscopic hysterectomy. Event description: in the surgery they were using applied medical kii z-thread trocars and other laparoscopic instruments such as lens, also a uterine manipulator was being used. The laparoscopic technician on the case mentions the voyant device apparently was activating by itself, when a seal was not desired, hence they stopped using the device. This device was opened once another voyant device failed. Product is available for return. Additional information received via email on 04mar2021 from applied medical sales representative: "the case was completed with the device having failures." "It [the unintended activation] occurred since the device was opened, without the need to activate it." "This happened during the whole procedure"" the issues occurred "since the beginning". Type of intervention: the procedure was completed with an open approach, since the device was failing patient status: good.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation testing was performed on the event unit; however, the complainant's experience could not be replicated. There were no anomalies that could have resulted in unintended device activation. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: laparoscopic hysterectomy. Event description: in the surgery they were using applied medical kii z-thread trocars and other laparoscopic instruments such as lens, also a uterine manipulator was being used. The laparoscopic technician on the case mentions the voyant device apparently was activating by itself, when a seal was not desired, hence they stopped using the device. This device was opened once another voyant device failed. Product is available for return. Additional information received via email on 04mar2021 from applied medical sales representative: "the case was completed with the device having failures". "It [the unintended activation] occurred since the device was opened, without the need to activate it". "This happened during the whole procedure"" the issues occurred "since the beginning". Type of intervention: the procedure was completed with an open approach, since the device was failing. Patient status: good.